Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices had touchscreen issues. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The touchscreen would not allow to be turned off. The customer attempted to calibrate the touchscreen, but they were not able to successfully calibrate it. The rse provided the customer with parts ID for a touchscreen for repair. The investigation is ongoing.